Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI implantable port attached to a groshong catheter was returned for sample evaluation. Gross, visual, tactile and microscopic visual and function evaluations were performed. A partial compound break was noted to the catheter approximately 4.4cm from the distal end of cath-lock and a partial split was noted to the catheter approximately 3.6cm from the distal end of cath-lock. The edges of the partial compound break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth on both regions and splits were noted on the borders of each region. Upon infusion, a leak from the partial compound break was observed. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fracture and identified wear and deformation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years post a port placement, the catheter was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years post a port placement, the catheter was allegedly broken. There was no reported patient injury.